Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. Further review noted the shock impedances have been stable around 80-90 ohms; however, there have been a few spikes to around 100 ohms, with the highest value being 121 ohms. The alert was triggered as the values were out of range and 125 ohms. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. No adverse patient effects were reported.